Manufacturer narrative:
The device was returned to olympus for device evaluation. The customers allegation of leakage could not be confirmed. In addition to foreign material in nozzle, service noticed following issues: (a.) Due to wear of angle wire, bending angle in up direction does not meet the standard value, (b.) Due to wear of angle wire, the play of up/down knob is out of the standard value, (c.) Adhesive on bending section cover or distal end had a crack, (d.) Adhesive on the bending section cover or distal end had a white-clouded area, (e.) Due to clogging of nozzle, air supply volume does not meet the standard value, (f.) Due to clogging of nozzle, water supply volume does not meet the standard value, (g.) Due to clogging of nozzle, water removal ability does not meet the standard value, (h.) Adhesives around objective lens has white-clouded area, (I.) Adhesives around the light guide lens had white clouded area, (j.) The light guide lens has a crack, (k.) The connecting cover had a burn, (l.) The switch button 1 had a scratch, (m.) And the objective lens had a chip. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle/ channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis lucera colonovideoscope was returned to olympus service center for evaluation. With the complaint of air/water leakages reported by the end user. During inspection, foreign matter was observed in the nozzle. There was no report of patient or user injury due to the event. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed. It was confirmed that the reprocessing by the user facility was not conducted in accordance with instructions for use (IFU). The operation manual (operation) describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "[Inspection of the objective lens cleaning function] - inspection of the air/water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.